Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented a leak. It was noticed when the faradrive was replaced with sl1, inserted it, and backflow was checked. It was slightly dripping from the hemostasis valve. The device won't be returned because it was contaminated. The procedure was completed without patient complications.